Event description:
Plates and screws were implanted in the sternum. The pt had a persistent ooze, and the sternum was mobile. Revision surgery found the sternum had completely separated, the plates had broken. Screws were intact in the bone.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. We have requested additional info, including implantation and explantation date, user facility info, etc. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. E1: information was sent via e-mail. There is no title listed with the individual's name to know his/her profession.